Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item# 157446/ m2a-magnum mod hd/ lot # 827760. Item # 192109/ echo por fmrl /lot # 265880. Item# us157852/ m2a-magnum pf cup/ lot# 438840. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01779.

Event description:
It was reported that the patient underwent left hip revision surgery 10 years post implantation due to elevated metal ions, pain, and metallosis. Head and taper were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable, as this device did not cause or contribute to the event.

Event description:
Upon reassessment of the reported event, it was determined to not be reportable, as this device did not cause or contribute to the event.